Event description:
The customer reported that they had two sterrad nx side by side. There was a "haze" in the room accompanied by an "odor" comparable to a "burnt peroxide" smell. The customer reported that an employee experienced wheezing and coughing. She went home that day and contacted her doctor. Since she had used prednisone in the past for her asthma, her physician gave her a prescription for prednisone. The employee stated that the prescription is relieving the symptoms. The asp customer care reviewed the first aid information from msds for cassettes and for sterrad oil with customer. The asp field service engineer (fse) went to the facility to assess both units.

Manufacturer narrative:
Respiratory symptoms, oil mist, capital equipment, evaluated at customer site. The fse did not find any oil misting. The fse ran an empty cycle. The machine is operating to specifications. Reference MDR: 2084725-2008-00709.